Manufacturer narrative:
Investigation results: a complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample/material/lot number information.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd 10 ml syringe had leakage. The following information was provided by the initial reporter: material #unknown lot #unknown verbatim: rcc received a complaint via email. Email(s) attached. Xxx mentioned that he was having issues with syringes, specifically 10 ml syringes, leaking during use.